Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034034) on 04-mar-2014. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp piercing pelvic pain') in a female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and mood swings ("mood swings"), experienced menstrual disorder ("huge menstrual blood clots"), menorrhagia ("heavy menstrual flow"), fatigue ("extreme fatigue") and dysgeusia ("metallic taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, alopecia and mood swings outcome was unknown and the menstrual disorder, menorrhagia, fatigue, dysgeusia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, dysgeusia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain and weight increased with essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6)2010 00:00. Lot number: 681140 manufacturing date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034034) on 04-mar-2014. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp piercing pelvic pain') in a female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysgeusia ("metallic taste") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and mood swings ("mood swings") and experienced menstrual disorder ("huge menstrual blood clots"), menorrhagia ("heavy menstrual flow") and fatigue ("extreme fatigue"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia and mood swings outcome was unknown, the menstrual disorder, menorrhagia and fatigue outcome was unknown and the dysgeusia and weight increased outcome was unknown. The reporter provided no causality assessment for alopecia, dysgeusia, fatigue, menorrhagia, menstrual disorder, mood swings, pelvic pain and weight increased with essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2010 00:00. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case was upgraded to serious incident. Event pelvic pain was upgraded to serious incident. Essure removal surgery and essure removal date were added. Essure indication was added. Lawyer was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.